Event description:
It was reported patient experienced slight compression of the spinal cord with the leads. As a result, patient underwent surgical intervention on (B)(6) 2024 during which both scs and drg systems were explanted.

Manufacturer narrative:
Section b3: date of event is unknown. Section a4: patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.